Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut down with a high priority alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit shut down with a high priority alarm. The customer requested onsite service to implement field change order (fco) to replace the power management (pm) printed circuit board assembly (pcba). Onsite service is currently pending.

Manufacturer narrative:
H10: the field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.